Event description:
A customer obtained erroneously high troponin (accu tni) results on two patients' samples. Subsequent testing, after re-centrifugation, produced results in a lower clinical category for both patients. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The fse was on-site for another issue unrelated to this event, but inspected the customer's samples. The fse noted that not all samples looked "well separated". The fse recommended that the customer aliquot off a sample from the specimen and re-centrifuge prior to reanalysis in the future. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although pre-analytical sample handling may have been a contributing factor, a clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.